Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a presentation identifying proglide devices that were related to adverse events: thrombosis, aneurysm, dissection, stenosis, severe bleeding, groin pain. Specific patient identification was not provided. Details are listed in the attached presentation, titled: "sicherheit und effektivitat perkutaner nachtsysteme bei der behandlung von aortoiliakalen pathologien" (safety and effectiveness of suture-mediated closure systems)

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.